Event description:
It was reported that during field service installation, the field service rep (fsr) had an "out of box" tube clamp assembly issue. The tube clamp was practically impossible to unlatch it. If you turn and lock it, it is extremely difficult to unlock it. There was no pt involvement.

Manufacturer narrative:
The fsr had an alternate tube clamp assembly available and used to complete the service on the pump. With the clamp assembly replaced, the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would after the fasts and/or conclusion, a supplemental report will be filed accordingly.